Event description:
It was reported that the t:slim x2 pump battery would not charge despite using the appropriate tandem charging cable and wall adapter. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer would reach out if issue persisted.